Event description:
It was reported that during a procedure to treat a lesion in the circumflex, a buddy wire technique was being used and the distal portion of a guide wire severed/separated and remained in the patient anatomy. Reportedly, five different guide wires were used in this procedure, 3 balance middleweight (bmw) guide wires, a whisper es guide wire and an iron man guide wire and the cath lab report does not indicate which guide wire remains in the patient anatomy. Reportedly, no stent was implanted and no attempts were made to retrieve the separated guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.